Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a compressor failure and low pressure. The iabp was replaced with another to continue therapy. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and resolved the issue by replacing the safety disk, tidal disk, and scroll compressor with mufflers. Notably, the disks were from customer's stock. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a compressor failure and low pressure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: b5, g1(contact person).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a compressor failure and low pressure. It was also reported that another maquet iabp unit was used to continue therapy. There was no harm or injury to the patient and no adverse event was reported